Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer had failed. A field service engineer was found the old mini engine had a sticky bottom plastic part where it rested on the steel inside the bottom of drawer 1, replaced it with a new mini engine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed. The customer reported that the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.